Manufacturer narrative:
Visual inspection performed by r&d project manager visual inspection performed on 23rd september 2019. As already mentioned in the preliminary investigation, the coating is still present on the proximal half of the stem showing an improper osseointegration. We confirm what stated in the preliminary investigation; it is not possible to determine with certainty the root cause of the event, but it can be probably related to an undersized stem respect to the dimensions of the patient's femur.

Manufacturer narrative:
Batch review performed on 13 june 2019: lot 123814: (B)(4) items manufactured and released on 05-dec-2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold, without any other similar event reported. Preliminary investigation by medacta hip r&d project manager: preliminary investigation performed on 14 june 2019. The images was analyzed: the coating was still present on the proximal half of the stem showing an improper osseointegration. We cannot assert with certainty the cause of the event.

Event description:
On april 2nd 2019 we were informed about a revision surgery planned on (B)(6) 2019 due to stress shielding. Finally the revison surgery was performed on the (B)(6) 2019, 5 years and 3 months after the primary for stem stress shielding.

Manufacturer narrative:
No information about the involved implants lot was provided so no review of the related production documentation could be performed.

Event description:
On april 2nd we were informed about a revision surgery planned on 26th of april due to stress shielding. No more information available.